Event description:
It was reported that the ventilator's user interface holder broke. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the user interface holder was defective and in need of replacement. Replacement of the user interface holder solved the issue. The issue was confirmed during investigation of the returned part. Our conclusion is that the replaced part was the cause of the failure. However, the root cause of why the part failed has not been established in this investigation. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) were required. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800.

Event description:
Manufacturer ref#: (B)(4).